Event description:
It was reported that the tip of the easy-out device broke off during a revision procedure to an anterior cruciate ligament repair performed several years ago. The surgeon had decided to use the easy-out device to attempt to remove a competitor's titanium screw that was stripped. The tip of the easy-out broke off and remains inside the titanium screw that could not be removed from the pt. The surgeon was able to complete the revision successfully and no add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of this event could not be determined from the information available and without device eval.